Manufacturer narrative:
Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 790 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the cannula slipped out of the infusion site. Symptoms reported include hyperglycemia, vomiting, stomach pains, weakness, and shakiness. The patient was treated with insulin and fluids via IV (intravenous). He also received tylenol and zofran. The patient was still in the hospital. The pod was worn when seeking medical attention but was removed at the hospital.